Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was not working well resulting in elevated blood glucose levels. The patient was hospitalized for hyperglycemia with diabetic ketoacidosis. The blood glucose results were not provided. The type of treatment provided to the patient at the hospital was not provided. It is unknown how long the patient was in the hospital. No further information was provided.